Manufacturer narrative:
Additional information h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2004, to the present date (B)(6) 2020, and note that this device has been returned for service six times which correlates to the customer reported issue or service repairs,

Event description:
It was reported that the device fails calibration. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device fails calibration. There was no patient involvement.